Manufacturer narrative:
The monarc subfascial hammock is intended for the placement of a suburethral mesh for the treatment of female stress urinary incontinence (sui) resulting from urethral hypermobility and/or intrinsic sphincter deficiency. Should additional info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.

Event description:
A monarc sling was implanted on (B)(6) 2005. On (B)(6) 2011, a report was received that the pt has been unable to have intercourse for the past six years because of severe pain. She has sharp knife-like pain in the vagina, a huge bulge on the left side of the vagina, itching and at times a foul odor. On examination, everything appears to look good in the surgical area. Previously, she had a small amount of incontinence. Now, she has leakage through pads that she wears everyday. Intervention has included female hormone cream without relief. Reason for use of the device was reported to be urinary incontinence, fallen bladder and pelvic floor repair.